Event description:
It was reported that inappropriate atp therapy due to oversensing of noise was observed. Noise was not reproducible in clinic. Patient was asymptomatic. Programming changes were made. Lead will be monitored.

Manufacturer narrative:
No medwatch form was received.